Event description:
Customer reported rh discrepancy on the galileo. The fwd abo assay resulted as ab pos, and the reflex abo assay resulted as a pos. The fwd abo assay was repeated and resulted as a pos. Initial testing of sample resulted as a pos (aborh), repeat testing resulted a neg on the same instrument. The patient is historically a neg.

Manufacturer narrative:
Review of instrument images: initial testing : anti a=88 a09- agglutination; anti b=24 b09- no agglutination; anti d4=96 c09- agglutination; anti d5=94 d09- agglutination; mono=19 e09- no agglutination; a1=12 f09- no agglutination; b=29 g09- visually slight to no agglutination) very weak agglutination; int= a pos. Review of the images shows that there is anti a reagent splatter. Customer was asked to perform preventative maintenance on the instrument. All tubing and reagent probes and probe adapters for the right reagent arm were changed. The customer has not experienced the reported issue again and there is no longer any visible splashing. Instrument is operating as expected.